Event description:
The (B)(6) distributor e-mailed starion customer service, "I have a few instruments was broken during the first usage." Upon additional starion request, the (B)(6) distributor reported there were no patient complications, the jaw broke during the surgery. According to distributor, "some insulation peeled off". In response to question "are devices intact?" The response was "a couple pieces dropped off during surgery, all were picked out." This report is on the 2nd of 8 devices identified.

Manufacturer narrative:
This MDR is for the 2nd of 8 devices received under starion instruments internal document pcr (B)(4). Can not confirm if submitted earlier under MDR 2954339-2010-00004 so is being submitted as initial based on FDA communications that it should have been submitted earlier. Summary/conclusions: it can be concluded that the breakage of the right jaw is very similar to previous jaw breaks. If the device is overloaded, the jaw may break in this area. Months ago (B)(4) ordered and implemented a change to the mold that produces the tls3 jaws. This change made the jaws 4 times stronger in the areas of this break. (B)(4) is currently performing 4 lb jaw fatigue testing to all the new incoming lot of tls3 jaws as well as to finished devices. To this date, the testing has shown that the jaws are two times stronger than previously and that the current design can withstand forces that are not seen during normal surgical use.